Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
This information was found during the one-year post-marketing surveillance (pms) of gore tag thoracic endoprosthesis in (B)(6). Date gore aware of the event will be the date nihon gore acquired information that reasonably suggests a reportable adverse event may have occurred. On (B)(6) 2010, the patient was implanted with gore tag thoracic endoprosthesis (tgt3415 /8049232) to treat a thoracic aortic aneurysm. The patient tolerated the procedure. After the procedure, an embolization was diagnosed. The area and the cause were unknown. The physician decided to take a wait and see approach. On (B)(6) 2010, the patient discharged. The embolization was continuously diagnosed. The physician took a wait and see approach. On (B)(6) 2010, in six-month follow-up study, the embolization was continuously diagnosed. The physician took a wait and see approach. Month and date unknown, 2012, the patient passed away. The cause of the death was unknown because another hospital was in charge of the patient. The physician couldn't receive any information of the patient. No further information was obtained.